Manufacturer narrative:
Date of event: the exact event date is unknown. Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with water vapor therapy procedures and are noted as such in the device instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms of pain and discomfort were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient indicated that the water vapor therapy procedure was a very painful even after the catheter was removed. Therefore, he was given a pill that turned his urine orange. The patient experienced discomfort for a few weeks and went back to the doctors office. The patient was scoped and it was found that a piece of tissue had not come off and would not heal. Therefore, the patient had an additional surgery to fix the problem. Post procedure, the patient was given antibiotics. After six weeks, the patient still had discomfort and decided to change his doctors. The new doctor recommended hyperbaric treatments. After a month of treatments, the discomfort was overcome. In addition, the patient indicated that after two years he has the same symptoms he had before the water vapor therapy. It was reported that the patient indicated that the water vapor therapy procedure was a very painful even after the catheter was removed. Post procedure, the patient was taken a pill (unknown med and dose) that turned his urine orange. The patient experienced discomfort for a few weeks and underwent a cystoscopy which found a piece of tissue had not come off and would not heal. Therefore, the patient had an additional surgery to fix the problem. Post procedure, the patient was given antibiotics and after six weeks, the patient still had discomfort and decided to change his doctors. The new doctor recommended hyperbaric treatments. After a month of treatments, the discomfort was overcome. In addition, the patient indicated that after two years he experiencing the same symptoms he had before the water vapor therapy. No further information was provided.